Event description:
Procedure type: unk. According to the reporter: during or inventory, the device was tested and it was noticed that the balloon would not inflate because it was broken. The device was not used in the procedure. No pt injury was reported.